Event description:
The event is reported as: complaint alleges: "the stapler released the staples two by two. The second staple does not suture correctly the skin : only one jaw remained into the skin. So, the surgeon had to remove it. He took another stapler (same box) : same issue. He thrown these two units and the remained units in the box. He took another box: no other issue." No pt injury reported. Pt's current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.